Event description:
Additional information was received indicating that cassettes were filled with the exact volume (50ml) and were checked by 2 pharmacists. The extension set was primed using the pump. The standard practice when documenting waste is to look at the pump and pull the medication into a syringe. Some patients would have manifolds or a y site with the infusion. The infusions are run closest to the patient - most staff place lowest volume infusion in front with higher volume infusions behind - or a flush may run behind the infusion. There may be a y site that is connected in line with the tubing; never use any side y-sites on the main infusion tubing. The venous access most commonly used were "1.9 fr neo PICC, 2.7 fr broviac and 3 fr ir PICC".

Manufacturer narrative:
Other, other text: device evaluation- one sample was returned for evaluation. The device was attached to a cadd-legacy pump and given functional testing. The returned device was found to function as expected with no alarm messages occurring. The device was given delivery testing as well and found to meet with specifications for the system. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The reported issue could not be confirmed during testing.

Event description:
Information was received that during use of this smiths medical cadd extension sets, under delivery issue was noticed. It was reported that the pump indicated 10.7ml was remaining but when the cassette was changed, it was noted that 15ml was remaining in the cassette.